Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow up, non-sustained right ventricular oversensing due to post-paced t-wave oversensing was noted. Programming changes were recommended and are anticipated to resolve the event and the patient was stable with no adverse consequences reported.